Event description:
Doctor reported to inmode representative about a patient sustaining "full thickness burns on the lower facial nasolabial fold area and 4 burns per arm".

Manufacturer narrative:
This report is submitted out of abundance of caution, although up to date no photos/clinical evidence has been provided to inmode. Inmode is currently performing attempts to collect the clinical information from the doctor. Investigation is ongoing. Supplementary report will be submitted upon receipt of additional information. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Manufacturer narrative:
This report is submitted out of abundance of caution, although up to date no photos/clinical evidence has been provided to inmode. Inmode is currently performing attempts to collect the clinical information from the doctor. Investigation is ongoing. Supplementary report will be submitted upon receipt of additional information. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury. On 16-apr-2026: fu report is submitted with additional information and investigation conclusions: patient information has been added. Event description has been updated. Event date has been added. Device has been updated to inmode rf system with facetite handpiece. Investigation conclusions: no technical issues were identified upon system inspection. Investigation attributed the burn and the subsequent scarring to user error: combination of excessive temperatures used by the doctor , not congruent with inmode's recommended protocol, and incorrect technique: staying too long on the same spot pulsing continuously. The doctor has received a retraining.

Event description:
Doctor reported to inmode representative about a patient sustaining "full thickness burns on the lower facial nasolabial fold area and 4 burns per arm". The provided photos showed a female patient with a linear scar of ~1.5cm in length near the left marionette fold, preceded by a full thickness burn, following facetite procedure.